Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an rv set screw anomaly was confirmed in the laboratory. Septum material was found in the set screw hex cavity. It is believed that the torque driver tore the septum during the explant procedure, which pushed the material into the set screw hex cavity. This prevented the torque driver from fully tightening the set screw to secure the lead.

Event description:
It was reported that during a normal device replacement procedure, the set screw could not be loosened and the rv lead could not be removed. The lead was capped and replaced. The ICD was explanted and replaced. The patient is doing well.